Event description:
Allergic reaction [hypersensitivity]. Pain (nos) [pain]. Knee swelling [joint swelling]. Hydarthrosis [joint effusion]. Case description: spontaneous report received on 22-apr-2008 from a physician regarding a male patient (age, initials and medical history unknown). The patient had been receiving injections of synvisc into his knee (unspecified) for several years. For some years, the patient had been experiencing allergic reaction including pain, knee swelling and hydarthrosis after synvisc injections. Each time the patient was treated with corticoid orally as corrective treatment (dosage and frequency unspecified). The patient recovered each time after the treatment. The intensity of the adverse events and the relationship between the events and the use of synvisc were not provided per the physician.